Event description:
Caller reported false positive troponin (tni), lab was negative and second draw was negative. No patient reports of invasive procedure(s) or injury.

Manufacturer narrative:
Patient plasma samples were returned for evaluation and used on both triage and accessii. Lot w44315 was not available for testing, so lot w44322 was tested with the returned samples. Results of the testing were that no false positives were observed nor elevated values for tni in the patient samples. Complaint was not confirmed; however, due to an increase in complaints regarding discrepant tni patient results, CAPA was initiated.